Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient had a driveline exit site infection. A routine driveline swab taken in outpatient clinic on (B)(6) 2015 was positive for corynebacterium pseudodiphtheriticum. The patient was reportedly afebrile and stable. No erythema/oozing was present. Repeat driveline swab on (B)(6) 2015 was still positive. The decision was made to commence antibiotic therapy on (B)(6) 2015. The patient was treated with erythromycin. Follow up cultures on (B)(6) 2015 were negative for growth. The driveline infection reportedly did not affect pump function as power consumption was within normal range. No further information was provided.